Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported to fresenius customer service that the stay safe adapter is not latching to the baxter solution bags and is causing leakages. The nurse said that they have tried several adapters. There was no patient harm or adverse event, and no medical intervention was required as reported at intake. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete treatment because the leak was discovered after the treatment was completed. A representative sample is available to be returned from the clinic.

Manufacturer narrative:
Plant investigation: a companion sample was returned to the manufacturer for physical evaluation. A visual inspection was performed to companion sample and was found acceptable as no damage was observed. A dimensional inspection was performed to companion samples using a digital caliper and the results were found acceptable. In addition, a functional test was performed to companion sample with the cycler machine and no issues were detected. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The product performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The ups tracking number was verified and no information was found that the customer sent the sample. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.